Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/02/2014). The patient¿s meter has been returned on 11/6/2014 and evaluated by lifescan product analysis on 11/18/2014 with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective. In addition, a secondary issue was noted when the meter was found to have a low battery. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 ¿ (12/02/2014) - correction. Follow-up #2 was submitted with incorrect information within the MFR narrative. The correct information is as follows. The patient¿s meter has been returned on 11/6/2014 and evaluated by lifescan product analysis on 11/18/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have a low battery. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be reached by phone for additional information. At the time of the call, the cca noted that the patient was unwilling to answer questions regarding the alleged meter inaccuracy. It is not known when the meter inaccuracy started, nor is it known what results the patient was obtaining with the subject meter that she felt were inaccurate. It is not known what medications, if any, the patient takes to manage her diabetes, nor is it known if she made any adjustments to her diabetes medication(s) in response to alleged inaccurate high results she was obtaining. The patient informed the cca that due to the inaccurate readings she got ¿sick¿ and had to see her doctor who administered medication. It is not known what specific symptoms the patient developed or medical treatment the patient reportedly received. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly was treated by an hcp after obtaining inaccurate results with the subject meter.